Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. As received, the belt was intermittently failing the therapy electrode (te) recognition test. Upon evaluation, there was a damaged pulse wire in the distribution node. The pulse wire was knicked, resulting in exposed wire. The cause of the check te pad messages was the damaged wire creating an intermittent short with the distribution node pca. The root cause of the damaged pulse wire was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing 'check therapy pad messages'.